Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the suction cylinder was blocked with foreign material. Other observations for the device are: the distal end rubber coating adhesive has a chip; angle wire wear is causing play of up/down knob to be out of standard; and key top switch sw 1 has a pin hole. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a diagnostic colonoscopy when the operator was suctioning bowel residue that contained tomato seeds, some material was stuck in the suction cylinder. The procedure was completed with the same device. There was no harm or adverse impact to the patient. The patient did not need any medical treatment or extended hospital stay due to this event. There were no other devices involved in this event. The device was not used in another procedure once the event occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the patient's pretreatment was inadequate, and the procedure was performed while seeds were remaining in the patient's body. Then the suction cylinder got clogged by suctioning the seeds. The user can detect the suggested event properly by handling the device in accordance with the following item in the instructions for use (IFU): "inspection of the suction function" there was a possibility that the user could decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.